Event description:
Paramedics responded to a person described as in cardiac arrest and down for about 10 minutes. The device was connected to the pt with disposable defibrillation/ECG electrodes and the charge button was pressed. According to the rptr, the device alarmed "connect defib pads" and would not charge. The therapy cable was replaced with standard paddles, but according to the rptr, the device still would not charge. An automatic external defibrillator at the scene was used immediately as a back-up, but the pt was not resuscitated. The rptr stated the reported malfunction did not cause or contribute to the pt's death because of the extended down times and the availability and immediate use of a back up defibrillator.